Event description:
Microsensor, (bolt version) while attached to the monitor, stopped working correctly. It was reading negative numbers for some reason (-1 to -3) when it had been reading 6 to 8 with a great waveform. The neurosurgeon attempted to pull it back a bit but it still didn't work so they just replaced it which worked well.